Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Ruptured uterus [uterine rupture]. Product failed to stop bleeding [device ineffective]. Case narrative: this initial spontaneous report originating from the united states was received from an educator on behalf of a physician referring to a non-pregnant female patient of unknown age. The patient's concurrent condition included hospitalization. The patient's medical history, past drug reactions/allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) via vaginal route by the physician for hemorrhage (postpartum hemorrhage), however, the product failed to stop bleeding (device ineffective). Patient had to be sent to interventional radiology where it was discovered that the patient had a ruptured uterus (uterine rupture), but the patient had no history of any uterine incisions. Interventional radiology repaired the ruptured uterus, and the patient did not require a hysterectomy. On an unknown date, the hospitalization was prolonged due to the events. The outcome of uterine rupture was recovered. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not available. No additional information was known or available. Upon internal review, the events uterine rupture and device ineffective were determined to be serious as they required intervention. Upon internal review, the event of uterine rupture was considered to be medically significant. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed).